Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, g1, h6.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Regulatory agency reported "patient reported "¿enlarged lymph nodes in arm pits¿, and ¿enlarged lymph nodes¿. And ¿terrible night sweats¿, ¿gastrointestinal issues¿, ¿hair loss, ¿weight loss¿, , ¿night sweats¿ and ¿chronic fatigue¿- which is not device related. This is for the right side device. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿enlarged lymph nodes in arm pits¿.

Event description:
Regulatory agency reported patient reported "¿enlarged lymph nodes in arm pits¿, and ¿enlarged lymph nodes¿. And ¿terrible night sweats¿, ¿gastrointestinal issues¿, ¿hair loss, ¿weight loss¿, ¿night sweats¿ and ¿chronic fatigue¿- which is not device related. This is for the right side device. The device remains implanted.